Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during drain 3 of 4. The hp stated they disconnected from the machine but then reconnected. The technical service representative (tsr) explained alarm the home patient (hp) had system error 2240 prior. The tsr advised to close clamps and cycle the power to clear then discard supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was not connected at the time of the alarm, that the patient did disconnect any time prior to the alarm and then later reconnected to the setup. The stated there was nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp stated they will not be providing samples for evaluation. The patient stated they would complete therapy using new supplies the tsr advised the hp to finish with manuals. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.